Manufacturer narrative:
(B)(4). This is a report of a connection issue caused by use error, where the patient did not fully connect a supply line to a supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between cassette line connector and a solution bag had become disconnected. The patient was connected at the time of the event. This occurred during dwell two of five of peritoneal dialysis therapy. The patient did not fully connect the bag to the line. The technical service representative assisted with ending therapy and advised to restart the therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.